Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by pain, cloudy effluent and fever. Three days after the onset of peritonitis, the pt was hospitalized for the event. On the same day, the pt was treated with vancomycin 1.5 mg IV, cipro 200mg orally and unknown antibiotics (route, dose and frequency not reported) for peritonitis. At the time of this report, the pt was recovering from peritonitis and remained hospitalized. The pt will be re-trained on aseptic technique upon discharge. Additional information was requested but is not available.